Manufacturer narrative:
An event of off-label use, migration, and heart block was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Information from field indicated that the cause of migration was they tried to implant too shallow to avoid a pacemaker. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, the reported off-label use is related to the device being used for a valve-in-valve procedure. The causes for the migration and heart block could not be conclusively determined. It is possible that the off-label use or other procedural conditions, such as valve sizing, contributed to these events. However, this cannot be confirmed. The reported unexpected medical intervention and surgery were the result of case-specific circumstances as valve-in-valve was implanted.

Event description:
N/a

Event description:
It was reported that on (B)(6) 2025, a 25mm navitor vision valve was chosen for implant using a small flexnav delivery system. The annular dimensions of the native valve were annulus diameter 20.9mm, area 343mm2, perimeter 66.9mm and left ventricular outflow tract (lvot) 67.7mm. The length of the membranous septum 2.5mm and there was sufficient calcium on the non-leaflet had a large annular extending into the lvot calcium. During pre-implantation balloon aortic valvuloplasty (bav), the patient went into complete heart block and physician was pacing off the wire during deployment. The implant depth was 4mm on the non-coronary cusp (ncc) and 1mm on the left coronary cusp (lcc) and they decided to deploy the valve. But physician was unwilling to pull wire back due to pacing from it, the valve was deployed at 2mm and 2mm. During the removal of the delivery system, the nose cone could have caught stent edge and the valve migrated above the annulus on the non-side and a decision was made to snare the valve and pull up to the sino-tubular junction (stj) and implant a second valve. The physician mentioned the cause of migration was they tried to implant too shallow to avoid a pacemaker. A new 25mm navitor vison valve and a new small flexnav delivery system were chosen and successfully implanted. The patient will require a pacemaker as he remained in complete heart block. The patient was reported stable.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.